Manufacturer narrative:
Continued e.1. Address line 1: (B)(6).a review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported "free silicone noted 1 month prior during biopsy procedure" and ¿left device exchange due to a rupture¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "free silicone noted 1 month prior during biopsy procedure" and ¿left device exchange due to a rupture¿. The device has been explanted and replaced with a non-allergan device.